Manufacturer narrative:
User facility medwatch reporting number: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close a patent foramen ovale. The physician had trouble while forming the left atrial disc. The disc took on an odd shape. During the procedure a pericardial effusion was noted in the left atrium with cardiac tamponade. The patient was treated with a pericardiocentesis. The device was removed, and the case was aborted. The patient was stable following the procedure.

Manufacturer narrative:
Related report #(B)(4). The physician was concerned that the bumper wire extended more than usual. A series of images showing the occluder left disc deployment were provided to gore for evaluation. There are no anomalies observed in any of the components shown in the images. The complaint that the left atrial disc took an odd shape and that the bumper wire extended more than usual could not be confirmed. Consequently, the root cause of the complaint is unknown and cannot be determined with the evidence available.